Event description:
It was reported that the non-pacemaker dependent patient presented complaining of a shocking sensation she sometimes felt, when reaching across her body with her left arm towards her right shoulder. The lead exhibited loss of sensing in bipolar, even at 0.1 mv atrial sensitivity. With unipolar sensing at 0.5 mv, nearly every p-wave was undersensed also. Programming was changed to atrial bipolar sensing at 0.1 mv and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.